Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading 150 units of insulin onto the pump. Customer was able to successfully load a new cartridge onto the pump and receive an accurate fill estimate. Customer's blood glucose level was 168 mg/dl.